Event description:
The patient received a skin blister during electrotherapy treatment. The treatment was in the area of the neck, c-6. During the treatment the patient did not indicate discomfort. The patient reported, post treatment, to the clinician that a blister had occurred in the area of the treatment. The blister developed in the area around the c-6, about one inch from the spine and measured an estimated twelve millimeters oblong shape. The clinician informed the patient to apply ice to the blister. The clinician checked the device at some point after the report from the patient. The clinician reported that the device electrotherapy function would not operate. The ultrasound feature was functional, but the clinician reported hearing a sizzling noise. The clinician felt that the gel in contact with the ultrasound head was making the noise. The device had been in for repair prior to this event. The clinician reported that the electrodes are typically used five to six times and electrode hydration 'stickiness" level is checked between uses.

Manufacturer narrative:
The clinician could not classify the blister in terms of degree skin burn. The patient's skin was not prepped. The electrodes size was two inch round. The clinician did not provide the treatment waveform, intensity, or treatment time. The patient had no known pre-existing medical conditions. A device evaluation was performed by our engineering department, root cause is unknown because, the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.